Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn¿t call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler set is not available to return as a sample product. It has been misplaced.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn¿t call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler set is not available to return as a sample product. It has been misplaced.

Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn¿t call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler set is not available to return as a sample product. It has been misplaced.